Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a mildly tortuous lesion in the left circumflex (lcx) artery. The lesion was pre-dilated with a non-abbott balloon catheter and then a 6fr guide extension was inserted. The 2.25x28mm rx xience skypoint stent delivery system (sds) was advanced to the target lesion and inflated to 16 atmospheres (atm) however the balloon did not expand. The indeflator pressure dropped and contrast media was noted to be leaking therefore it was thought the balloon had ruptured. During retraction of the sds, the stent edge caught on the guide catheter extension. The sds was then removed together with the guide catheter and outside the body the stent edge was noted to be damaged. The procedure was completed using another xience. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned portion of the device. The reported material rupture, material deformation and difficult to remove could not be confirmed or evaluated due to the condition of the returned device, as the distal portion was not returned. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the information provided and without the distal portion of the device to examine, a definitive cause for the reported difficulties could not be determined; however, factors that may contribute to material ruptures include, but are not limited to, material damage, inflation technique, interactions with other devices, lesion calcification and tortuosity or insufficient preparation prior to use. Factors that can contribute to difficult to remove include, but are not limited to, kinks, bends, positive pressure during preparation, patient anatomical morphology, patient disease state, procedural technique, insufficient support, or interactions with other devices. Factors that could contribute to material deformation include, but are not limited to, inadvertent mishandling during sheath/stylet removal, preparation, during use of the device, or interaction with anatomy or accessory devices. There was no damage noted to the stent delivery system (sds) during the inspection prior to use which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is possible the device may have interacted with the mildly calcified lesion during advancement and positioning of the stent, causing the reported material rupture. It is also possible that the stent became caught on the proximal edge of the guide catheter during retraction of the device, causing the reported material deformation, contributing to the reported difficulty to remove the device, ultimately causing the observed torn inner/outer member; however, based on the information provided and without the distal portion of the device to examine, this cannot be confirmed. The account requested sem analysis and photos could not be performed as the distal portion of the device containing the reported device issues was not returned. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a mildly tortuous lesion in the left circumflex (lcx) artery. The lesion was pre-dilated with a non-abbott balloon catheter and then a 6fr guide extension was inserted. The 2.25x28mm rx xience skypoint stent delivery system (sds) was advanced to the target lesion and inflated to 16 atmospheres (atm) however the balloon did not expand. The indeflator pressure dropped and contrast media was noted to be leaking therefore it was thought the balloon had ruptured. During retraction of the sds, the stent edge caught on the guide catheter extension. The sds was then removed together with the guide catheter and outside the body the stent edge was noted to be damaged. The procedure was completed using another xience. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.